Event description:
It was reported that the bd phaseal¿ optima infusion clamp (m25-o) came loose and allowed the phaseal connector to separate during the chemotherapy infusion. The following information was provided by the initial reporter: "patient reported that pump per chemo been alarming every 5-10 minutes since last night around 9pm. It was found out that the bd phaseal connector was ejected from the connector causing the stoppage of chemo infusion thus causing the alarm. The blue clamp/lock m25 was in place but slightly unlock. Connector was replaced, lock securely placed. Infusion restarted. M25 clamp issue."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the bd phaseal¿ optima infusion clamp (m25-o) came loose and allowed the phaseal connector to separate during the chemotherapy infusion. The following information was provided by the initial reporter: "patient reported that pump per chemo been alarming every 5-10 minutes since last night around 9pm. It was found out that the bd phaseal connector was ejected from the connector causing the stoppage of chemo infusion thus causing the alarm. The blue clamp/lock m25 was in place but slightly unlock. Connector was replaced, lock securely placed. Infusion restarted. M25 clamp issue."